Event description:
It was reported that the 9900 system had pre-charge error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.